Event description:
The customer stated that a (B)(6) architect (B)(6) ag/ab combo result of 0.74 s/co was generated for a known (B)(6) patient. Testing using an alternate (B)(6) method (biorad-sanofi eia genscreen plus) generated a (B)(6) result. No adverse impact to patient management was reported.

Manufacturer narrative:
The same customer issue, (B)(6) architect hiv results for an earlier sample of the same patient, was already investigated within a separate ticket. Within that previous investigation, it was concluded that the architect hiv ag/ab combo reagent ln 4j27-27, lot 37211li00, which created the (B)(6) results was performing acceptably and that the sensitivity performance of the lot was not adversely affected. The reagent lot for the current non-reactive results was unknown. No returns were available from the customer for investigation. Ticket searches for the reagent lot could not be performed since the lot number is unknown. Tracking and trending review determined that there are no related adverse trends and non-statistical trends identified for the complaint issue. Since the architect hiv ag/ab combo lot used for testing is unknown, no file kit testing and no batch record review could be performed. A review of labeling concluded that the issue is sufficiently addressed. Based on the available data, the product is performing as intended and no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect (B)(6) ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).